Manufacturer narrative:
Known inherent risk of device. There is no device issue identified.

Event description:
Patient was originally implanted with barricaid following the discectomy on (B)(6) 2021. Patient had reherniation at the implanted level of l5-s1 and one other non-implanted level on (B)(6) 2021, due to multiple reherniations at multiple levels, surgeon recommended tlif fusion. Revision surgery occurred on (B)(6) 2021, removed barricaid implant and performed a 2 level tlif fusion successfully.